Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient stopped feeling stimulation, had no symptom control, and experienced a loss or change of therapy on (B)(6) 2016. She totally lost control of her bladder. Normally, she felt stimulation and received symptom control. The patient had tried increasing stimulation but still wasn't feeling it and still didn't have symptom control. Therapy was on and currently the device was on program 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.